Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing marked with pacing inhibition was suspected on the real-time egm. Programming changes were made. Oversensing was no longer noted. No documentation was provided for further review. Dft was suggested. The patient will continue to be monitored with routine follow-up.